Event description:
It was reported that the right ventricular lead exhibited low raves and high capture thresholds. An x-ray was performed, and it was confirmed that the lead dislodged. During the procedure, the helix was unable to retract, and the stylet was having a hard time going in and out of the lead. At one point the stylet would not come out of the lead and the doctor had to pull entire lead out of body and pull out the stylet. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgment, inadequate capture, r ¿ wave amplitude, stylet insertion issue and a helix mechanism issue. As received, a complete lead was returned for analysis. The reported events of a helix mechanism issue and a stylet insertion issue were confirmed. Visual and x-ray examination of the helix mechanism found the helix stretched / damaged and the inner coil over torqued at the connector region that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix stretched / damaged and the inner coil over torqued at the connector region consistent with procedural damage. The stylet insertion test was unable to be performed due to the over torqued inner coil at the connector region. The reported events of inadequate capture, r ¿ wave amplitude were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts